Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited decreased r waves and increased thresholds. There was noise on the rv channel only. Impedance was still within range. There was no evidence of asystole or inappropriate therapy. Technical services reviewed electrograms and discussed possible myopotential noise vs. Possible microdislodgement. The representative programmed the duration out a little further to compensate for the noise. Further evaluation was planned. No adverse patient effects have been reported.

Manufacturer narrative:
It was later reported that a microdislodgement was confirmed. The lead was successfully repositioned. All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available, the event will be updated.